Event description:
It was reported that during a ptca/stent procedure the stent delivery system balloon ruptured during deployment inflation. An iabp was inserted to resolve unstable symptoms. The stent was post dilated and the case completed. The pt was reported to be in stable condition one day post procedure.

Manufacturer narrative:
The following info from section f was completed by the MFR: h3: device evaluation summary attached h6: evaluation codes updated evaluation summary follow-up #1: quality assurance analysis of the returned device revealed that the unit was returned with a tear in the c-flex. After attempting to pressurize the balloon, a pin hole was noted in the same area as the c-flex tear. Quality engineering was unable to determine the root cause of this incident. Review of the incident indicated the case was challenging. It is unclear how successful pre-dilatation was in reducing the stenosis. The root cause of this low rupture and c-flec tear is unclear. There is no indication in the complaint that any device defects were noted during preparation. As part of co's mfg and quality processes all acs rs multi-link coronary stent systems are inspected during the final mfg phase to ensure proper device structure and integrity. Samples from each lot are visually, dimensionally and functionally inspected. In addition, a leak test and mandrel positioning inspection have been implemented to ensure balloon quality. The mfg device records were reviewed and no abnormalities with a relationship to this issue were noted. Quality engineering concluded that no follow-up action would be implemented at this time. Quality engineering will continue to monitor this product issue. This MDR is considered closed by the quality assurance department.